Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged to front of pumphead module was confirmed during product evaluation. Although, the reported problem was confirmed, there was no assignable cause. Appropriate action was taken to correct the reported problem by replacing the pump head module. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The assignable cause was damaged pump head module (phm) housing. The device history record review shows pump failed ' running led not light up'. Phm keypad flex cable was re-inserted & pump passed subsequent testing.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced damage to front of pumphead module. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is ui master 7:01:00. No additional information is available.